Manufacturer narrative:
(B)(4). Batch # l55g6x. The analysis showed that the ats45 device was received in good visual condition and with two cartridges present. The 6r45b reload (b) was received fully fired. The 6r45m reload (c) was received partially fired 1/13 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during an unknown procedure, the product was left with no information in the contacts office. It is unknown how the case was completed. There were no patient consequences reported.